Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.